Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on compact plus meter, within 10 minutes: lo (<10 mg/dl) and 180 mg/dl, and on a different date lo (<10 mg/dl) and 88 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.